Event description:
The manufacturer received information related to a dreamstation 2 adv auto CPAP. The allegation is thermal damage to the heater plate. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.